Event description:
It was reported that during use the syringe was unable to be used to flush line with a bd syringe 10ml short pr saline 10ml. The following information was provided by the initial reporter: (2 of 2). It was reported the nurse "attempted to flush a peripheral IV, would not flush. Used an empty 10cc syringe filled with nss (she manually filled a regular syringe with saline) and flushed fine."

Manufacturer narrative:
H.6. Investigation: two photos were provided. One shows the barrel label of a syringe already used and empty. Another photo shows an empty syringe with the plunger rod-rubber stopper all the way down. A video was also provided to show how the plunger rod got separated from the stopper. The syringe has the tip cap, the plunger-stopper are all the way down, so the syringe is empty. Then having the tip cap assembled a person starts pulling the plunger rod back until it got separated from the rubber stopper. The posiflush sp syringe is designed to flush the IV line, it should then be discarded as its one time use. It is not designed to pull the plunger back. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe was unable to be used to flush line with a bd syringe 10ml short pr saline 10ml. The following information was provided by the initial reporter: (2 of 2) it was reported the nurse "attempted to flush a peripheral IV, would not flush. Used an empty 10cc syringe filled with nss (she manually filled a regular syringe with saline) and flushed fine."